Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The customer has responded to carefusion's customer contact attempt and the customer has stated that the product will not be returned. The customer did not provide the serial number of the device, so at this time, it is still unknown.

Event description:
It was reported to carefusion that model lap top ventilator 1200 failed while connected to a patient. The unit was flashing loss of power and would not ventilate. The patient was removed from the ventilator and provided positive pressure ventilation via manual resuscitator connected to the patient's endotracheal tube for the remainder of the flight. The customer confirmed there was no patient harm associated with the reported event. The customer stated the unit had been charged in the aircraft, passed morning checks and had allowed for initial settings to be put in and changed, but it failed immediately after being connected to the patient.